Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this iabp and was able to reproduce the reported issue. The fse replaced the broken latch handle, the screw concealment and shoulder screw. The fse then tested the locking latch handle several times for proper functionality and it worked fine. The iabp passed all functional and safety tests performed and was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventative maintenance rounds , the customer discovered a broken latch on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.